Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01285. It was reported that the patient presented in the emergency room due to cardiac arrest, which was caused by a ventricular arrhythmia secondary to the patient's severe cardiomyopathy. The implantable cardioverter-defibrillator delivered shock during the cardiac arrest. The device and right ventricular lead were explanted and replaced. The patient was stable and discharged.